Event description:
Customer reported the insulin pump had cracks by the battery compartment towards the buttons. Customer's blood glucose was 108 mg/dl. Customer reported the insulin pump had a molding defect. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, a cracked display window, a cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, a cracked belt clip slot and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.